Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from april 18, 2021 to april 20, 2021. H10: the actual device was not available; however, photographs and videos of the samples were provided for evaluation. Visual inspection of the photographs and videos observed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the addition port. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.